Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a percutaneous CT controlled ablation procedure, a temperature alert occurred. They were treating a liver metastasis/(B)(6). The antenna did not lie optimal therefore they made a planned ablation time of 8:30 min with 100w. After 4 min, the ablation was stopped automatically by the generator. The pump ran but the flow was interrupted. Instead of a water jet there was only small drops, then the water stopped circulating. They removed the antenna from the liver with power at 25w. Coagulation of the puncture tract was not possible resulting in a possibility of re-bleeding and/or spread of non destroyed tumor cells. No patient injury was reported. Due to the bad condition of the liver, the surgeon did not want to puncture with a new antenna. The procedure was not completed. The female patient was (B)(6) years old, weight: (B)(6). Product UDI# (B)(4).

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2016. This complaint is part of a retrospective review as part of a remediation related to capa2015-009106. Although no sample was returned in this case, in other similar incidents, covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.